Event description:
It was reported the pt experienced several falls and subsequently lost the ability to communicate the ipg with the pt programmer. The pt is currently without stimulation. Surgical intervention is being considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.